Event description:
During a coronary stenting treatment procedure, stent damage occurred. The physician reported the 2.50x20mm liberte' bare metal stent was found to be damaged. No patient complications were reported.